Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. During sheath preparation, it was noticed that the tip of the dilator was damaged. The dilator tip had a slight indent which the operator was not comfortable with using as it meant there was a tiny part poking out. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. During sheath preparation, it was noticed that the tip of the dilator was damaged. The dilator tip had a slight indent which the operator was not comfortable with using as it meant there was a tiny part poking out. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual and microscopic inspection confirmed that the dilator tip was damaged. Additionally, the steering knob of the sheath could not be rotated. Dissection of the sheath handle identified the friction gasket to be the cause of the rotation difficulties as the gasket was found to be adhered to the shaft of the sheath and the distal surface of the screw component.